Event description:
During index procedure, one resolute integrity rapid exchange drug-eluting stent was intended to treat a lesion in the mid lcx with less than 45 degrees tortuosity and 100% stenosis. Thrombus was present pre-procedure. It was reported that the stent was implanted at the target lesion site but failed to expand to desired diameter. The stent was post-dilated. There was no patient injury and no clinical sequelae were reported. Resolute integrity rx is not approved in the us but is similar to endeavor sprint rx.

Manufacturer narrative:
(B)(4). Result: inherent risk of procedure (incomplete stent apposition), patient's condition affected effectiveness of device (thrombus pre-procedure, 100% stenosis), device failure/lack of effectiveness related to patient condition (thrombus pre-procedure, 100% stenosis).